Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that when the coil was attempted to be used for brto procedure, it unintentionally detached in the microcatheter. The coil was removed from the patient. Another coil was used to complete the procedure successfully. No reported patient injury or intervention. The patient¿s condition was reported as no health damage.